Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition or bent cannula could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient had been taken to the emergency room (ER) with hyperglycemia; patient's mother was unsuccessful in bringing down blood glucose (bg) levels with bolus corrections. The patient's bg levels had risen from 277 to 576 mg/dl while wearing the pod for longer than 48 hours on the abdomen. The patient was treated with fluids and prescribed zofran, to be taken every 4 hours as needed for nausea. The patient was released after 5 hours. The pod was removed before going to the hospital and patient's mother found that the cannula was bent; it was also reported that the adhesive was loose. Patient's mother also reported that last week, patient was diagnosed with type b flu; this made his bg levels fluctuate.